Event description:
Reportedly, the patient came for a check-up 7 weeks after replacement. Multiple episodes in which ventricular non-capture is visible. Notes/change setting: intermittent atrial non-capture. Other atrial readings are stable. No ventricular capture (both unipolar and bipolar) ventricular impedance is >3000 ohms and ventricular sensing halved. On the chest x-ray, no abnormalities seem to be visible compared to 7 weeks ago. Pacemaker was replaced on june 2. During explant the v lead appeared not to be fixed, although the cardiologist dr de groot was sure to have heard the clicks when tightening the setscrew during implant. Please examine v lead connector for anomalies. On x ray the pin connector was visible behind the v connector block.